Manufacturer narrative:
This report is submitted on april 7, 2022.

Event description:
Per the clinic, the device was explanted (date of explant and reason for explant unknown). There are plans to re-implant a connect device.